Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The femoral neck screw had no effect on the nail fracture. Part is intact, no indication that it has contributed to the complained event. No investigation needed.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, on an unknown date, the nail broke. No further information is available at this time. This is 3 of 3 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
The device was used for treatment, not diagnosis. The device history review show that the lot number provided does not coincide with provided part number (part number - 273.105 and lot number ¿ 5718064). This lot number corresponds with part number vp2040.05 - 3.5mm dcp plate. This complaint was determined to be indeterminate based on absence of correct lot number and will remain indeterminate until additional information is provided. No parts were returned for dimensional investigation. Prod returned to mfg on (B)(6) 2013. 5 x-rays received on (B)(6) 2013.

Event description:
This is 2 of 3 devices for this event reported on complaint (B)(4).